Event description:
A peritoneal dialysis (pd) patient caregiver reported that during setup for pd treatment there was a fluid leak encountered. When the caregiver removed the cassette from the cycler the morning after treatment, there was some moisture found. In a followup, the caregiver verified the event and said there was no harm, intervention or adverse event due to event. The caregiver let the cycler dry overnight and has been using it since with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for investigation there were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient caregiver reported that during setup for pd treatment there was a fluid leak encountered. When the caregiver removed the cassette from the cycler the morning after treatment, there was some moisture found. In a follow-up, the caregiver verified the event and said there was no harm, intervention or adverse event due to event. The caregiver let the cycler dry overnight and has been using it since with no further issues.